Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The pace/sense portion of the lead was capped and a rate sense lead was placed. No patient complications have been reported as a result of this event.